Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon installation of the home monitor, an out-of-order mode was observed. The device was restarted and five minutes later, the installation could be completed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon installation of the home monitor, an out-of-order mode was observed. The device was restarted and five minutes later, the installation could be completed.